Manufacturer narrative:
The compaint is currently under investigation and awaiting product return. No corrective or preventive actions can be implemented until the investigation has been completed. The device will be investigated.

Event description:
We have been informed that during surgery, the eva machine experienced a pum61 error during priming, which indicates that no irrigation is available. No report that actual patient harm occurred. Surgery was aborted.

Event description:
We have been informed that during surgery, the eva machine experienced a pum61 error during priming, which indicates that no irrigation is available. No report that actual patient harm occurred. Surgery was aborted.

Manufacturer narrative:
The complaint is currently under investigation and awaiting product return. No corrective or preventive actions can be implemented until the investigation has been completed. The device will be investigated.

Event description:
We have been informed that during surgery, the eva machine experienced a pum61 and car61 error during priming, which indicates that no irrigation is available. No report that actual patient harm occurred. Surgery was aborted.

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review. Review of the logfiles revealed the occurrence of a pum61 error message. Pum61 means that no irrigation pressure is measured during the start of the priming. The reported car61 error could not be found in the logfiles. Unfortunately, the complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident. All similar incidents related to the eva surgical system are included in the analysis (pu-pum61_). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to an aborted surgery. Please note that while the 2023 and 2024 incident numbers are up to date, the installed base figures are from (B)(6) 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Manufacturer narrative:
The compaint is currently under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during surgery, the eva machine experienced a pum61 error during priming, which indicates that no irrigation is available. No report that actual patient harm occurred. Surgery was aborted.